Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two episodes of hypoglycemia while using the device and subsequently discontinued use, later seeking to return the device after healthcare provider clearance to transition to a different insulin therapy. Symptoms included hypoglycemia, and outcomes included no reported hospitalization or medical intervention. An investigation was initiated, which included attempts to obtain a blood glucose questionnaire and additional event details for quality assessment. Investigation of this case revealed an undetermined cause, with no alarms reported and no device performance information available. Based on previously established findings for similar reports, the cause was considered unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.